Event description:
The customer stated the axsym hbsag confirmatory assay generated a discrepant negative result compared to other test results for one patient. The account stated the specimen did not confirm hbsag positive using either a neat or diluted (1:25,000) specimen. Additionally, the patient is known to be hiv and hcv positive. Css suggested to run a viral dna test on the patient. No axsym hbsag result was reported outside of the laboratory. No impact to patient management was reported. Data provided: anti-hbs = negative; anti-hbc = positive; anti-hbc igm = positive; axsym hbsag = reactive (B) (4); axsym hbsag confirmatory = no interpretation (neat); reagent a = (B) (4); reagent b = (B) (4); neutralization = 7%; reagent a dil = (B) (4); reagent b dil = (B) (4); neutralization = 20% axsym hbsag confirmatory = no interpretation (1:25,000 dilution); reagent a = (B) (4); reagent b = (B) (4); neutralization = 11%; reagent a dil = (B) (4); reagent b dil = (B) (4); neutralization = 49%.

Event description:
Additional information provided after initial event was reported: the same sample was tested confirmed positive with another axsym (B)(6) confirmatory reagent (80% neutralization). Additionally, the same sample confirmed with roche modular technique.

Manufacturer narrative:
(B)(4). Lot number - updated to 75680hn00. Evaluation other (B)(4) - retained kit testing met all specifications. The investigation team have completed an investigation and the results are as follows: no returns were received for this investigation. Testing of a retained sample (reagent kits stored at abbott laboratories) of axsym (B)(6) confirmatory, list number 7a40-60, lot number 75680hn00, in combination with axsym (B)(6) (v2) reagent, list number 7a40-22, lot number 78264lf00, met package insert claims; index calibrator and positive control showed values within typical range. Additional replicates of high-titer axsym (B)(6) ad and ay confirmatory panels, which are also used for final lot approval, have been tested instead of the unavailable patient sample and showed the expected confirmed positive result. A review of the final lot approval data showed that the test results are well comparable and that axsym (B)(6) confirmatory, list number 7a40-60, lot number 75680hn00 performed well within the specification range. The investigation team does not know the specific reason why the customer observed a non-confirming result for a (B)(6) positive sample, but as part of this investigation a review of the complaint and manufacturing records for lot number 75680hn00 was performed. This review did not identify any problems relating to the customer observation. Based on this investigation, it is determined that axsym (B)(6) confirmatory, list number 7a40-60, lot number 75680hn00, identified in this complaint, is performing acceptably. No malfunction was identified.

Manufacturer narrative:
(B) (4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.